Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: during investigation, the black box and pump history for event on (B)(6) 2016 were overwritten. No evidence of any occlusion alarms in available pump history. Rewind, load cartridge, and prime steps performed successfully with no alarms. The pump is detecting correct force. Pump exercised for 24hrs with no occlusions occurring. Removed pump cover, no intermittent condition was found to the force sensor circuit. Battery compartment is cracked above the bumper pad.